Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would no longer communicate with external devices after the patient underwent an rf procedure on (B)(6) 2017. As such, the ipg was inoperable and stimulation could not be delivered. The next course of action has yet to be determined.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 during which the ipg was explanted and replaced. Stimulation was restored following the procedure.